Event description:
It was reported that they received their unit back and while they ran functional check it starts off fine but then the flow gets up close to 2.1lpm in bypass and it seems to shut off the bypass and the inlet pressure (ip) went to -12psi and flow to 0 then gets an alert 41 (low internal flow). They tested twice and it happened both times, if they connects the shunt then the flow works fine. They also noticed the power cord was damaged and was wondering if this happened during packaging or shipping.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received their unit back and while they ran functional check it starts off fine but then the flow gets up close to 2.1lpm in bypass and it seems to shut off the bypass and the inlet pressure (ip) went to -12psi and flow to 0 then gets an alert 41 (low internal flow). They tested twice and it happened both times, if they connects the shunt then the flow works fine. They also noticed the power cord was damaged and was wondering if this happened during packaging or shipping.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The reported issue was confirmed as it was noted that the unit shows false negative ip reading on start up (-10.9) psi. Replaced pressure transducer. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.